Event description:
The physician was using an endeavor spring rapid exchange (rx) drug-eluting stent for treatment of a lesion in mid lad. The lesion was reported to be tight with 90% stenosis. The lesion was pre-dilated and there were no issues noted during prep and inspection of the device prior to use. As the physician attempted to cross the lesion it was noticed that some of the stent struts were damaged. The device was removed without issue and another endeavor stent was implanted successfully. There was no pt injury and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation summary: the hypotube was bent. The twelfth and thirteenth proximal stent segments were raised, damaged and deformed. There was blood residue between the balloon folds. The stent was positioned on the balloon between marker bands as per specifications. (B)(4). Evaluation, results: (tight vessel; 90% stenosis), (failure to deliver stent and stent deformation). Conclusion, results: (tight vessel; 90% stenosis).